Manufacturer narrative:
(B)(4). Report source- foreign- (B)(6). Concomitant medical products: unknown screws qty- 5; unknown 2.5 screw- qty 3; unknown screws- qty 4; 00830004200 tibial base component size 2 yellow for use with size 2 talar components only 62299545n; 00830002200 talar component size 2 right yellow for use with size 2 tibial components only 62290840n; 00830005200 tibial insert component size 2 yellow plus (+) 0 mm thickness for use with size 2 talar components only for export only not for distribution in the u. 62214704. The complaint is in investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00875; 0001822565 - 2019 - 00878; 0001822565 - 2019 - 00880; 0001822565 - 2019 - 00881; 0001822565 - 2019 - 00882; 0001822565 - 2019 - 00883; 0001822565 - 2019 - 00884; 0001822565 - 2019 - 00885; 0001822565 - 2019 - 00886; 0001822565 - 2019 - 00887; 0001822565 - 2019 - 00888; 0001822565 - 2019 - 00889.

Event description:
It was reported that the patient underwent an initial ankle arthroplasty and subsequently underwent a hardware removal and debridement due to painful hardware and impingement of bone. A burr and two screws ends were broken and were retained in the bone. No additional patient consequences were noted. No additional information is available to report at this time.

Event description:
No additional information is available to report.

Manufacturer narrative:
The complaint was confirmed based on the operative notes that were provided stating presence of impinging bone and products being explanted due to pain and impingement. Also, two broken ends were not removed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.